Event description:
It was reported that a component of the packaging was incorrect. The compliance chart inserted into the packaging of the flextome otw cutting balloon was noted to be for a smaller size device. The procedure was completed with another of the same devices.

Manufacturer narrative:
(B)(4).